Event description:
It was reported that patient underwent a revision procedure of his artificial urinary sphincter (aus) due to unknown reasons. All components were explanted and replaced. Additional information was received. Device was not working. Patient was leaking.